Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
It was reported representative noted power on resets (por) and reset to clear the por. The follow up call indicated that the rep tried to clear por, she cleared it and tried to program but caller got eos. It was indicated that given the patient was at 7.60 volts patient was running therapy off, it appears to be a reasonable longevity. There was no symptom reported with event. The patient indicator for use is urinary dysfunction/sacral nerve stim/gastrointestinal/ pelvic floor and gastrointestinal/pelvic floor.